Event description:
It was reported that, post implant procedure, the patient with this right ventricular (rv) lead exhibited a cardiac arrest due to this rv lead was found dislodged, confirmed by x ray. The clinicians were trying to determine if the rv lead dislodged and then it "tickled the heart" and caused the ventricular tachycardia (vt) or if the chest compressions dislodged the rv lead. The patient was intubated in the intensive care unit and the rv lead was revised when patient was stable. This rv lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Correction: device explanted.

Event description:
It was reported that, post implant procedure, the patient with this right ventricular (rv) lead exhibited a cardiac arrest due to this rv lead was found dislodged, confirmed by x ray. The clinicians were trying to determine if the rv lead dislodged and then it "tickled the heart" and caused the ventricular tachycardia (vt) or if the chest compressions dislodged the rv lead. The patient was intubated in the intensive care unit and the rv lead was revised when patient was stable. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Correction: device explanted.

Event description:
It was reported that, post implant procedure, the patient with this right ventricular (rv) lead exhibited a cardiac arrest due to this rv lead was found dislodged, confirmed by x ray. The clinicians were trying to determine if the rv lead dislodged and then it "tickled the heart" and caused the ventricular tachycardia (vt) or if the chest compressions dislodged the rv lead. The patient was intubated in the intensive care unit and the rv lead was revised when patient was stable. This rv lead was explanted and replaced. No additional adverse patient effects were reported.